Event description:
It was reported, "after drilling a hole, the surgeon removed the drill bit and the tip of the drill was missing. The surgeon then drilled a pilot hole next to the initial one and used coker to remove broken piece".

Manufacturer narrative:
Na